Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition on the left ventricular channel due to premature ventricular contractions (pvc) . It was noted that it was due to the device not having been optimized. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.